Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, the patient was revised due to loosening of the acetabular cup. During the revision, an isolated defect was noted in the superior segment of the acetabulum behind the cup. Only a partial op note was provided; therefore, no additional findings are available at this time. The initial stem was retained, and all other components were revised.

Manufacturer narrative:
(B)(4). G2: foreign: canada. It was reported that no additional information is available, therefore, no product identification information is available or was initially provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient has an initial left tha. The patient was revised due to loosening of the acetabular cup. During the operation it was also noted there was a defect noted in the acetabulum. No other information was provided. A definitive root cause cannot be determined. Based on the medical records provided the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.